Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. Reportedly, the equipment was never placed in the or, weekly change of water was done and disinfection with minncare was done every 2 weeks. There was no patient injury.

Manufacturer narrative:
Patient identifier, age or date of birth sex, weight,ethnicity.there was no patient involvement. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in sainte-foy, canada. Through follow-up communication livanova learned that: the device was cleaned regularly per the instruction for use. The hospital does not use reusable blankets. A disposable pall-aquasafe water filter with an 0.2 membrane or equivalent performance filter is used for tap water. The device was not used for cardiac surgery procedures. The 3t aerosol collection set is not replaced after the allowed use period since the device is not used. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: based on information available, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.